Event description:
It was reported that the patient was experiencing pain at the ipg site and was getting shooting pain up the spine while charging. It was noted that the physician suspected infection. Additional information was received that the patient had no infection and the leads had migrated which was confirmed through imaging. The patient underwent a revision procedure wherein the ipg was replaced, and the paddle lead was repositioned. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was getting shooting pain up the spine while charging. It was noted that the physician suspected infection.